Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a cryo ablation procedure, elevated blood pressure was observed. Intravenous medication was administered. The blood pressure then normalized. The case was completed with cryo. No further patient complications have been reported as a result of this event. The patient is part of the (B)(6) study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that 15 applications were performed with the catheter with no issues. There was no indication that the reported adverse event was related to manufacturing. The catheter was not returned for analysis/ investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.